Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's etco2 function does not work. There was no negative patient impact.